Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that propex pixi row gave incorrect measurements. No injury occurred.

Manufacturer narrative:
Additional information received that the customer has not returned the device and has reportedly repaired the device by himself by replacing a battery. Reportedly, the device is back to normal. If there is any updated information or results for this event it will be submitted when it becomes available.